Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the electrode belt trunk cable connector was cracked and the white driven ground wire inside the connector was open. The root cause for the damaged connector and open wire could not be positively identified, but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.